Event description:
A nurse reported that during surgery plastic material came out of the phaco handpiece and embedded itself into the pts eye. There was no reported harm to the pt. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).